Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. It was noted there was oversensing of noise on the right atrial (ra) lead. It was also reported the battery of the implantable pulse generator (ipg) was depleting faster than expected and there was an incorrect longevity estimate. The ra and rv leads were reprogrammed. The pacing system remains in use. No patient complications have been reported as a result of this event.